Event description:
Allegations of breast pain, diagnosis of atypical connective tissue disease with primary symptoms of fever, fatigue, swollen glands, muscle and joint pain, flu like aching, sore throat, symptoms of cardiac palpitations, heartburn, reflux, burning gas, and irritable bowel type syndrome, recurrent vaginal yeast infections, documented photosensitivity, neurocognitive complaints including short term memory loss, sleep disturbance, severe headaches, and spatial disorganization, diagnosis of chronic fatigue syndrome and symptoms of persistent pharyngitis and upper respiratory congestion, implants intact.